Event description:
It was reported that the customer¿s charging pad did not function, as indicated by the indicator light not turning green despite attempts with multiple wall outlets, and a replacement charging pad was arranged; the ilet pump reportedly retained adequate battery charge and blood glucose values were not impacted. Symptoms included no adverse clinical effects. Outcomes included no change in glycemic control and no need for medical care. Investigation included basic troubleshooting and user education. Investigation of this case revealed a suspected charger malfunction consistent with a power or charging accessory issue. It was concluded, based on previously established findings for similar reports, that the cause was likely a faulty external charging pad.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.